Event description:
It was reported the patient's charging system has a charred/burned mark present near the paddle and the cord on the charger. The patient also reported the mark is brown and bubbled. However, the patient's charger is functional. Additionally, the patient never felt any heating while using the charging system. A replacement charging antenna was sent to patient to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.